Event description:
It was reported that the patient received an inappropriate shock due to oversensing of myopotential noise. The patient was doing physical activity at the time. The clinic did some system testing and reprogramming. Later, the patient was checked and there was noise in all of the sensing vectors. The physician elected to explant and replace the system with a new one. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient received an inappropriate shock due to oversensing of myopotential noise. The patient was doing physical activity at the time. The clinic did some system testing and reprogramming. Later, the patient was checked and there was noise in all of the sensing vectors. The physician elected to explant and replace the system with a new one. There were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.